Event description:
It was reported that during use of the pump on a pt, the pump registered a system error alarm. The keyboard would not respond, but the pump kept pumping. As a result of this, the pt was transferred to another pump. There were no complications.